Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain and cramping") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy bleeding during menstruation"), oligomenorrhoea ("prolonged menstrual cycle"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), vaginal infection ("vaginal infections") with dyspareunia, weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure performed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, oligomenorrhoea, abdominal pain lower, back pain, vaginal infection, weight increased and fatigue outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, oligomenorrhoea, abdominal pain lower, back pain, vaginal infection, weight increased and fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and cramping. A hysterectomy and bilateral salpingectomy was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain and cramping/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included conlunett (ortho-novum) from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), menorrhagia ("abnormal heavy bleeding during menstruation"), oligomenorrhoea ("prolonged menstrual cycle"), dysmenorrhoea ("severe menstrual pain") and vaginal infection ("vaginal infections") with vaginal discharge and dyspareunia. The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, dysmenorrhoea and vaginal infection had resolved and the weight increased, fatigue, nausea, migraine, abdominal pain lower, back pain, menorrhagia and oligomenorrhoea outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: procedure performed without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet record received. New reporters added. Patient's demographic information and relevant history added. Events abnormal bleeding (general), migraines, headaches, nausea added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: medical records received. Reporters added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain and cramping/pain") and genital haemorrhage ("abnormal bleeding (general)/ excessive bleeding") in a 38-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included boric acid, conlunett (ortho-novum) from 28-may-2013 to 28-aug-2013, lactobacillus acidophilus (lactobacillus acid) and vicoprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), menorrhagia ("abnormal heavy bleeding during menstruation"), oligomenorrhoea ("prolonged menstrual cycle"), dysmenorrhoea ("severe menstrual pain/ menstrual cramps"), vaginal infection ("vaginal infections/ recurring vaginal infection") with vaginal discharge and dyspareunia and vulvovaginal pain ("pain in the area where the device was(tubes vaginal area)"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy to remove essure performed on 20-feb-2015). Essure was removed on 20-feb-2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, dysmenorrhoea, vaginal infection and vulvovaginal pain had resolved and the weight increased, fatigue, nausea, migraine, abdominal pain lower, back pain, menorrhagia and oligomenorrhoea outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: procedure performed without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on 6-sep-2013: full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-nov-2018: plaintiff fact sheet received. Event in the area where the device was(tubes vaginal area) was added. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain and cramping/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included conlunett (ortho-novum) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), menorrhagia ("abnormal heavy bleeding during menstruation"), oligomenorrhoea ("prolonged menstrual cycle"), dysmenorrhoea ("severe menstrual pain") and vaginal infection ("vaginal infections") with vaginal discharge and dyspareunia. The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, dysmenorrhoea and vaginal infection had resolved and the weight increased, fatigue, nausea, migraine, abdominal pain lower, back pain, menorrhagia and oligomenorrhoea outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: procedure performed without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and cramping. A hysterectomy and bilateral salpingectomy was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.